Event description:
It was reported following a permanent implant procedure the patient was unable to move their legs. A CT scan was taken and it was noted the patient had an epidural hematoma. Physician removed the system and performed a laminectomy in order to open the space and alleviate the pressure. Patient has regained very minimal mobility in her legs.

Manufacturer narrative:
A patient outcome issue was reported to abbott. After a revision surgery the patient developed an epidural hematoma and loss of motor function. As a result, the patient's entire system was explanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.